Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter (B)(4), and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the main batteries. To correct the condition, the main batteries was replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
During service by baxter (B)(4), a colleague infusion pump had the main batteries replaced. This condition had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. It is unknown when and where this event occurred. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.